Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a procedure for left ica (internal carotid artery) clinoid wide-neck aneurysm embolization, physician used guide catheter and microcatheter to support subject stent implantation. After placing framing coil, physician prepared to deliver microcatheter with the delivery wire of the subject stent to go distally. Physician encountered large resistance and withdrew microcatheter together with the delivery wire of the subject stent. During this process, the microcatheter brought the subject stent proximally which also shifted, pulling the detached framing coil to the cavernous sinus. Physician proceeded to withdraw the subject stent delivery wire, then the microcatheter. However, the devices were also entwined with the framing coil used. Additional attempt was made to remove the devices, but large resistance was encountered. The physician left the stent and the tip of the microcatheter at the puncture point at subcutaneous tissue of the femoral artery. Physician was able to remove the proximal portion of the microcatheter, guide catheter and coil out. Since the first procedure lasted too long, the physician preferred to do a second procedure on (B)(6) 2020 to finish embolization of the aneurysm. The subject stent and catheter tip were still left in patient's anatomy. Patient was discharged from hospital with no intention of retrieving remaining devices.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the event description, the subject stent was in good condition during preparation/prior to use on the patient, continuous flush set up was maintained throughout the clinical procedure and the anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to as reported.

Event description:
It was reported that during a procedure for left ica (internal carotid artery) clinoid wide-neck aneurysm embolization, physician used guide catheter and microcatheter to support subject stent implantation. After placing framing coil, physician prepared to deliver microcatheter with the delivery wire of the subject stent to go distally. Physician encountered large resistance and withdrew microcatheter together with the delivery wire of the subject stent. During this process, the microcatheter brought the subject stent proximally which also shifted, pulling the detached framing coil to the cavernous sinus. Physician proceeded to withdraw the subject stent delivery wire, then the microcatheter. However, the devices were also entwined with the framing coil used. Additional attempt was made to remove the devices, but large resistance was encountered. The physician left the stent and the tip of the microcatheter at the puncture point at subcutaneous tissue of the femoral artery. Physician was able to remove the proximal portion of the microcatheter, guide catheter and coil out. Since the first procedure lasted too long, the physician preferred to do a second procedure on (B)(6) 2020 to finish embolization of the aneurysm. The subject stent and catheter tip were still left in patient's anatomy. Patient was discharged from hospital with no intention of retrieving remaining devices.